Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had replace battery now alarm with power loss alarm and they experiences high blood glucose level. Customer's blood glucose level was high and it was 400 mg/dl. Customer's blood glucose level was 91 mg/dl at the time of incident. Customer did not received low battery alert prior to replace battery alarm. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected battery alerts, change battery alerts, power loss alarms, battery change messages or blank display anomalies noted during testing. No unexpected replace battery now alarms noted during testing or in the pump trace download. Pump trace download analysis confirmed the pump alarmed power error 25 and replace battery alerts. The power management tool confirmed power error 25 and replace battery alerts was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.